Manufacturer narrative:
A customer from the united states reported a false positive cefoxitin screen (oxsf) result for a patient staphylococcus aureus isolate while using the vitek® 2 ast-gp67 test kit (reference # 22226, lot# 1321019403) and software version 8.01. An internal biomérieux investigation was performed. The customer sent 10 isolates and they were subcultured to remel tsab agar. Isolate identification was confirmed to be staphylococcus aureus via vitek ® ms. Testing was only performed on sample 9611816a since only one lab report was provided. Further internal testing consisted of vitek® 2 cards from the customer lots (lot # 1321019403), as well as random lot (lot # 1320690103 (rl)). Additionally, oxacillin agar dilution testing (the reference method that oxacillin, ox101n, was developed to), cefoxitin disk testing (the reference method that the cefoxitin screen, oxfs01n, on the gp67 card was developed to) as well as pbp2a testing was performed. For the vitek® 2 ast-gp67 cefoxitin screen and oxacillin card testing, all cards tested gave a negative cefoxitin screen result with an oxacillin mic = 0.5. All vitek® card testing was performed with v8.01 software. Internal reference method testing was as follows: oxacillin ad mic = 0.5 (s) while cefoxitin disk diffusion was negative (25mm). Additionally, pbp2a testing was negative. To summarize, the customer's initial false positive cefoxitin screen testing was not reproduced internally. Internal vitek® 2 testing is in agreement with reference method testing and vitek® 2 cards are performing as expected. Customer was unable to provide raw card data. Initial raw data that was provided was from the wrong test. Ast-gp67 lot #1321019403 met final qc release criteria. This lot passed qc performance testing. The vitek® 2 ast-gp67 cards performed as intended.

Event description:
A customer from the united states notified biomérieux of a false (B)(6) cefoxitin screen (oxsf) result for a patient staphylococcus aureus isolate while using the vitek® 2 ast-gp67 test kit (reference # (B)(4), lot# 1321019403) and software version 8.01. The customer repeated testing on vitek 2 using the same lot of cards and also tested the isolate using the pbp2a test method. The results are listed below: original vitek 2 result: oxfs (B)(6), oxacillin minimum inhibitory concentration (mic) <= 0.25 modified to resistant. Repeat vitek 2 result: oxfs (B)(6), oxacillin mic <= 0.25 sensitive. Pbp2a result: (B)(6), sensitive. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. An internal biomérieux investigation will be initiated.